Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming's done. The patient underwent a revision procedure wherein new leads were added and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was discarded.